Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Caller removed endoscope and cleared guided tool memory reinstalled endoscope and advanced endoscope and now surgeon has correct control of arms; right is right and left is left. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, that the arm controls were reversed, with left being right and right being left. The endoscope had been swapped out before contacting the technical service engineer (tse) for phone assistance. The tse advised checking the orientation of the endoscope, which was found to be tilted. The customer removed the endoscope, cleared the guided tool memory, reinstalled, and advanced the endoscope, which resolved the issue, restoring correct control of the arms. The customer continued with the surgical procedure. The procedure was completing as planned with no reported injury.